Event description:
The customer's wife reported the customer was hospitalized due to high blood glucose. Customer's wife stated that the customer was experiencing difficulty breathing and severe nausea prior to hospitalization. Troubleshooting confirmed all programming was fine but insulin failed to exit during the priming test. Advised insulin pump replacement. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.